Manufacturer narrative:
E1: initial reporter details are unknown. G2: country of origin - china. H3: product analysis: part # 7540220; lot # h5699209 visual and macroscopic inspection confirmed the threads of the break off screw have been damaged. The thread crest and flank damage appear to have initiated at the start of the thread and is consistent around the damaged portion of the thread. This type of damage is consistent with misalignment of the mas and set screw threads during construct assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having lumbar intervertebral fusion through the intervertebral foramen approach for lumbar disc herniation. It was reported that a legacy screw experienced a slippery thread malfunction. The procedure involved the use of a bone screw and a set screw, both of which were explanted due to the issue. There were no patient symptoms or complications reported as a result of this event. Additional information was received from the manufacturer representative that the set screw was worn. Set screw occurred slippery thread.